Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2 gms every 3 days, route and duration was not reported) and meropenem injection (250 mg, route, frequency and duration were not reported) both antibiotics treatment were ongoing for peritonitis. One day after the onset of event, the patient was recovered from abdominal pain and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: on the same date as the onset, the patient was treated with vancomycin injection (1 gm every 3 days, rote and duration were not reported) and meropenem injection (250 mg, route, frequency and duration were not reported) for peritonitis. Both antibiotic medications were ongoing. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.